Event description:
Customer reported that pump screen was dark and unresponsive, with difficulty pressing the wake button to activate it. Their blood glucose level was not adversely impacted. Technical support instructed the customer to plug the pump into a power source. Once the pump was plugged in, the screen turned on; however, when unplugged, the screen would not turn on. As a corrective action, technical support arranged for a replacement pump to be sent and instructed the customer to keep the current pump plugged in to access its features until the replacement arrives. The customer agreed to complete necessary training before using the new pump and was informed of the return process for the faulty pump.